Manufacturer narrative:
Visual inspection performed by the r&d projecz manager: during the inspection it is evaluated that the welding between the rod and the terminal is broken. It seems that during usage the welding part has been broken by transferring the load during hammer blows on the rod. This caused the breakage of the rod part. The instrument has been on the market since 2014. The second cup (lot 180905) was returned as well, but there was no issue related to it. This size of the cup, after the issue occurred with the first cup, did not fit. A smaller cup has been used. Anyway, the cup has been analyzed and shows signs of impaction in the internal part.

Manufacturer narrative:
Batch review performed on 17 october 2018. Lot 1414049: (B)(4) items manufactured and released on 15 april 2015. No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Preliminary investigation performed by r&d product manager on october 18, 2018: from the images it is evaluated that the welding between the rod and the terminal is broken. It seems that during usage the welding part has been broken by transferring the load during hammer blows on the rod. This caused the breakage of the rod part. It seems that during repeated usage this part has been ruined. The instrument has been on the market since 2014.

Event description:
The impacting terminal instrument broke during surgery and remained into the cup. A new cup, cemented and smaller, was used to complete the surgery. A smaller cup was used given that the acetabulum bone was a little bit scraped and the cup ø 52 did not fit very well. This was recognised when a back-up implant of ø 52 was opened. The surgeon preferred to implanted a versacem ø 50.